Event description:
On (B)(6) 2014, an emergency room nurse reported that while attempting to intubate a patient she noticed that the tracheal tube experienced an air leak and would not inflate. Though requested, information regarding prior to use testing is unknown. The tracheal tube was replaced with an unknown brand. There was no patient harm reported.

Manufacturer narrative:
The device has been returned to the manufacturer for further failure investigation. As additional information is received, a supplemental report will be submitted. (B)(4).